Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported unknown side deflation. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, a.6, b.5, d.4, g.2, h.4, h.6. Trend review summary: trend summary confirmed "no patterns were found; therefore, no additional actions are deemed required. The trend of deflation complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate."

Event description:
Healthcare professional additionally reported a left side deflation.